Event description:
The philips field service engineer (fse) reported a ventilator was not working properly (bad display). Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) provided the customer with a repair quote. Further information regarding the repair has been requested from the customer. No response has been received at this time.